Event description:
Boston scientific received information that the patient presented to the emergency department and was found to have loss of capture on the right ventricular (rv) lead. Impedance measurements had also increased. Arm and pocket manipulations were performed, however the reported issues could not be recreated. The patient's pocket was reopened and it was suspected that the distal set screw on the pacemaker was not fully tightened. The reported observations were then recreated when the physician would press on the pacemaker. The rv lead was subsequently surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated accordingly.